Event description:
It was reported that as a pt was off-loaded from an ambulance, pt leaned over the side of the cot and caused it to tip over. The pt allegedly sustained minor scrapes and bruises on their head and a broken wrist. The cot was inspected by an authorized repair service and found to be in good working order.